Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was unable to be disconnected from the device. The rv lead was cut, capped and replaced during the procedure to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of ventricular lead removal anomaly was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the v-lead to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors of the original sbp header design.